Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Post implant of the system small effusions occurred. Patient was discharged as planned. Should more information become available this file will be updated.